Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was received in an original, undamaged packaging. The device history was read out and analyzed. During the investigation of the device history, a failure of a flow deviation could not be identified. During the visual investigation the device showed normal usage, and no damages were reported by investigator. During the functional check, the reported infusion therapy was simulated. No malfunction could be recognized. A flow measurement was performed. All values were inside the specification of the IFU. Therefore the defect could not be confirmed. The device works according the specification. A product deviation could not be identified. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number # (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "the equipment is finishing medication before the entered time. "On the day, (B)(6) 2025, it was evidenced during the service that the infusomat space pump series: (B)(6), infused the medication in a shorter time than it was programmed.". The customer reports that the event occurred once; furthermore, there was verification of the occurrence by the clinical engineering team and a call was opened for the company. The customer states that a periodic calibration procedure was performed, and that there are other units of the same model equally affected. The event was classified by the customer as non-serious.".